Manufacturer narrative:
H10: of the 3 devices, 3 lot numbers were provided, and lot history reviews were performed. Of the 3 reported malfunctions, medical records were provided for all devices and reviewed for each malfunction and images were provided for one malfunction. Filter tilt and perforation of the ivc wall were confirmed and filter migration was inconclusive for one device. Filter migration was confirmed and filter tilt and filter limb perforation was inconclusive for the second device. The investigation is inconclusive for third device. Based on the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: g4 h11: b5, g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of device, patient device interaction problem, and migration of device or device component. These reports were received from various sources. All three events involved a patient with no reported patient consequences. Of the reported patients, three patients ranged from 36 to 73 years of age, two patients weight were ranged from 170 to 189 pounds, and two were males; however, other patients age, weight and gender were not provided.

Manufacturer narrative:
Of the 3 devices, 3 lot numbers were provided, and lot history reviews were performed. Of the 3 reported malfunctions, medical records were provided for 2 devices and reviewed for each malfunction. Filter tilt and perforation of the ivc wall were confirmed and filter migration was inconclusive 1 device. Filter migration was confirmed and filter tilt and filter limb perforation was inconclusive for the second device. 1 device samples or medical records was not provided. Therefore, the investigation is inconclusive. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model md800f. Vena cava filter allegedly experienced malposition of device, patient device interaction problem, and migration of device or device component. These reports were received from various sources. All three events involved a patient with no reported patient consequences. Of the reported patient, three patients ranged from 57 - 73 years of age, one patient weight was (B)(6) lbs and two were males; however, other patients age, weight and gender were not provided.